Manufacturer narrative:
Additional information provided: event, concomitant medical products, date rec¿d by MFR.

Event description:
It was reported that on the in-patient oncology unit the needleless connector was sticking down after drawing blood from a central line and it leaked blood onto the floor.

Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event provided. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that on the in-patient oncology unit the needleless connector is sticking down after flushing or disconnecting from an IV site.